Manufacturer narrative:
The subject device was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that when the endoscopic retrograde cholangiopancreatography was completed and the tjf-q290v was pulled out, the tip cover had fallen off near the mouthpiece (endo-reader multi type z, top). The dropped item was collected. The facility speculated that the cover might have come off when the scope was pulled out. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to omsc for evaluation. The subject device had a crack at the rear end of the cover, but this crack was not generated when it was found in the oral cavity. It was said that it occurred after recovery. As a result of confirming the fit to the scope using the unused item (lot number: h0z02) which was returned from the user facility, it was confirmed that it would not come off the scope unless the tip cover was damaged if it was installed normally without damage. The manufacturing record was reviewed and found no irregularities. Following information was obtained. Pre-inspection was carried out that there were no abnormalities such as cracks in the cover immediately after mounting on the scope; the usage of anti-fogging agents is unknown. From this information, it was presumed that the cause of the tip cover falling off was that the mounting to the scope was insufficient, and the cover was easy to detach from the scope. No more information can be provided at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to a1, d10, g2, and h6. A1/d10/g2: information added to these fields were inadvertently not included on the initial medwatch. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h0z02 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. There was a crack in the rear end of the detached distal cover, but this crack did not exist when the drop out was discovered but occurred after recovery. Therefore, it is thought that the distal cover came off the scope without any damage. We have also confirmed the following additional information: -immediately after mounting on the scope, the user conducts preliminary inspections to ensure that there are no cracks or other abnormalities in the cover. -it is unknown whether anti-fogging agents were used. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. The probable cause was likely the following: -when attaching to the endoscope, the distal cover was not fully pushed in, so the distal cover was not sufficiently fixed to the endoscope, and the distal cover was easily removed from the endoscope. Complaint history review: the same issue occurred at the same facility under patient identifier c21474604. A similar complaint from another facility was patient identifier c21432657. The instructions for use (IFU) provides the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.